Event description:
Patient was seen in the office for follow-up and stated he has been healing well. However, the top part of his incision was a bit inflamed with a small amount of discharge. He had no fever or chills. Keflex was prescribed. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.